Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had rainbow effect on the screen, insulin pump was grinding when rewinding, had e alarm, alarms were not loud and the backlight lost brightness. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed displacement test. No unexpected e/a alarm unspecified anomalies noted. No unexpected rewind anomalies noted. No unexpected missing segments/partial display anomalies noted. No unexpected back light alarm anomalies noted. (B)(4).